Event description:
While in the middle of a 4th metacarpal orif surgery, the surgeon informed the staff that a piece of the drill bit had broken off in the bone, and he would be unable to retrieve it as it would cause more damage to attempt to remove the piece than to just leave it in the patient. S62.304a fractured 4th metacarpal r hand.